Event description:
It was reported that during an ipg revision [related manufacturer report number: 1627487-2025-01724] on (B)(6) 2025 it was discovered that both of the leads had migrated. As a result, both leads were explanted and replaced during the procedure.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.